Event description:
Customer reported c-arm tracked to max technique and ma during case. C-arm was removed from case and replaced with a working system. No patient injury as a result of c-arm failure.

Manufacturer narrative:
Gehc service personnel found broken wires in interconnect cable receptacle. Also verified camera has power but no video or synch out signal out. Replaced broken interconnect cable. Replaced faulty ccd camera. Performed camera calibrations. Observed all esd procedures. Checked system for proper operation. System functions as intended.